Manufacturer narrative:
Batch review performed on 24.june.2019: lot 151866: (B)(4) items manufactured and released on 07-may-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
On (B)(6) 2019 we were informed of a revision surgery, that was then performed on (B)(6) 2019, after 1 year and 9 months from the primary, due to stem loosening. The surgeon removed the stem and femoral head and replaced them.